Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "blood return in the helium connection" was confirmed based on the customer photos provided with the complaint report. The first photo showed the intra-aortic balloon catheter (iabc) carton label, the second photo showed a label on the iabc carton, the third photo showed what appeared to be the sheath tip and blood noted coming from the sheath tip. There's an iabc noted in the background of the photo, which showed blood within the iabc helium pathway/short driveline tubing, which was consistent with the reported complaint. The customer video was reviewed; the video showed a brief view of what appeared to the sheath tip and blood noted coming from the sheath tip. No obvious abnormality or damage was noted to the sheath tip in the video and previous photo. There was an iabc noted in the background of the video, which showed blood within the iabc helium pathway/short driveline tubing. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specific ation upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a.

Event description:
It was reported that "the catheter was inserted and they noticed blood return in the helium connection. They stop the process and used a new catheter because they noticed the tip was broken." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter was inserted and they noticed blood return in the helium connection. They stop the process and used a new catheter because they noticed the tip was broken." No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.